Event description:
It was reported difficulty was encountered removing this balloon catheter from the pt during an arteriovenous fistula graft declot procedure of a calcified lesion. Coninuted removal difficulties resulted in the balloon detaching in the pt. Retrieval of the detached balloon as well as subsequent removal of clot ultilizing a snare was uneventful. This device has not been received for eval. Therefore, no failure analysis is available. Follow up indicated this balloon became caught on calcification during withdrawal and continued exertion against resistance resulted in the balloon detaching from the catheter shaft into the pt. Co believes this factor may have contributed to this event. However, without evaluating the device co is unable to determine the exact cause for this event. Directions for use state: "due to the extremely thin wall thickness of the ultra-thin balloon, ultra-thin balloon catheters should not be used for procedures involving highly calcified lesions or synthetic vascular grafts... If resistance is encountered, due to balloon rupture or for any other reason, when removing either a catheter through an introducer sheath or a guidewire through a catheter, stop and remove products as a complete unit to prevent damage to the guidewire, catheter, introducer sheath or vessel."